Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction to date of surgery, per patient's surgeon, the device was explanted on (B)(6), 2010, not (B)(6), 2010 as previously reported.(B)(4).

Event description:
Boston scientific crm received information that his patient had twiddlers syndrome and had dislodged this left ventricular lead. Therefore, a revision procedure was performed.